Event description:
It was reported by the user facility that the patient presented with excruciating pain 6 weeks post operation and would like to have the implant removed. It was also reported there was mild oedema at the distal tip of the implant and effecting patient sleep and quality of life. The implant was sitting superficially on the nasal bone and the patient has been prescribed pain medication. The implant has been explanted on (B)(6) 2025.

Manufacturer narrative:
The reported event was confirmed through inspection of the explanted device. Inspection of the returned implants indicated the implants were not dissolved and the interview with the surgeon indicated the implants were sitting superficially over the nasal bone. The root cause of the post operative pain from the implant is likely from the suboptimal placement of the implant in the patient anatomy. The IFU states possible adverse effect to surgically implanted materials may occur and cause pain or discomfort and implants that are placed near the skin surface may cause skin irritation. A review of manufacturing, service, trending data, and instructions for use (IFU) was performed: -the lot number for the device is unknown therefore a product history review cannot be completed at this time. However, all products manufactured for stryker instruments at a contract manufacturing (cm) facility is inspected and released per the applicable cm procedures. A review is conducted of product/test data sheets and any applicable nonconformance documentation by the cm. Any discrepancies (including nonconformances, scrap, and rework) are reconciled by the cm prior to the product being released and shipped to stryker instruments or to the stryker instruments designated shipping location. -the lot number is unknown; therefore, a review of the non-conformances around the date of manufacture could not be conducted. -trending data was reviewed; no nonconformance has been identified. -the instructions for use (IFU) was reviewed. The instructions for use advises the user to select an appropriate implant length. The implant is available in two lengths, 20mm and 24mm. Nasal anatomy (i.e. Nose size, length of maxilla/nasal bone, alar crease position, etc.) Should be considered in selecting an implant length. A ruler may be used to help determine the desired size.

Event description:
It was reported by the user facility that the patient presented with excruciating pain 6 weeks post operation and would like to have the implant removed. It was also reported there was mild oedema at the distal tip of the implant and effecting patient sleep and quality of life. The implant was sitting superficially on the nasal bone and the patient has been prescribed pain medication. The implant has been explanted on (B)(6) 2025. Update* the explanted device was returned to the manufacturer. The returned implants were noted to be broken and not dissolved during inspection.